Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and attempted to troubleshoot the insulin pump. While calling he was feeling anxiety and passed the phone to his wife. Then the paramedics were called and arrived to his home. They stated that the customer will be transporting to the hospital due to high blood glucose of 347mg/dl. At the beginning of the call, the customer stated that the time, date, and settings were correct. Advised the caller to remove the reservoir and to rewind the insulin pump. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.